Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver had intermittent out of range. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5202761), being used with the complaint receiver, was returned on 11/10/2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.